Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the inner head is dislocated along with the outer part. It has not been indicated if the devices have been revised already. Also, causes for dislocation are unknown.